Event description:
The surgeon has reported that the pt has fallen and broken the tibial component of the custom jts distal femur implant in (B)(6) 2015. A new implant has been requested in order to carry out a revision procedure.

Manufacturer narrative:
An event regarding alleged implant fracture involving a distal femur jts was reported. The event was confirmed through x-ray review. DHR review for the reported lot determined that the device was manufactured and packed to specification with no relevant reported discrepancies. The patient underwent successful revision surgery resulting in the implantation of a new tibial component. The fractured tibial stem of the jts distal femur was in-situ for 4 years prior to the need for revision. The cause of the fracture was detailed by the surgeon as associated with a fall that the patient incurred at school. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended. Corrected data common device name/product code corrected from "distal femur implant" to "limb salvage system/kro".

Event description:
The surgeon has reported that the patient has fallen and broken the tibial component of the custom jts distal femur implant in (B)(6) 2015. A new implant has been requested in order to carry out the revision procedure. This is a supplemental report to 3004105610-2015-00054 ((B)(4)).

Manufacturer narrative:
A review of the mfg history records confirm that the device was manufactured to spec with no abnormalities or deviations. A review of the radiographs provided by the surgeon confirm that the tibial component has fractured. Further info and the return of the device have been requested and a supplemental report will be provided. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).